Manufacturer narrative:
Sections with additional information as of 30-jul-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(6): user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: headache and nausea. Meter and test strips were not returned for evaluation - customer declined replacement (test strips/control solution were sent). Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). During the call, a blood test was performed by the customer non-fasting that produced test result of hi using true metrix meter. The customer does not have an expected glucose range; customer stated she is a newly diagnosed diabetic. At the time of the call the customer reported having a headache and feeling nauseous.; medical attention was not needed at the time. The product is stored according to specification; customer stated she had just purchased the test strips. The test strip lot manufacturers expiration date is 07/21/2022 and open vial date is (B)(6) 2021. The meter memory was not reviewed for previous test result history.